Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set tubing detachment events on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for four hours. The blood glucose level was 395 mg/dl and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12784. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013745, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013745 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 16-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5e03927 was manufactured according to the wi version 68 and manufactured in the machine sc05-sc06 on 08-jun-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformances (nc) 2272369 was raised during the microbiology process. This non-conformances (nc) is not related to claimed malfunction. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.